Manufacturer narrative:
(B)(4) - (revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with cervical spondylotic myelopathy underwent cervical anterior fusion at c5/6. On an unknown date,post-op, the placed implant migrated. A revision surgery was scheduled on (B)(6) 2016 for replacement of the same cage and additional fixation with plate. No patient complications were reported. The surgeon told that the patient physically moved too much post-operatively which might have led to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.